Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor displayed the error message "system computer needs service". Thirty seconds before the error message displayed, all of the icons on the central control monitor had question marks displayed over them. The user concluded the procedure without the use of the monitor. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.